Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the tubing had a crack in the distal end where it meets the harder plastic. The crack made it so it leaked fluid when flushing. We ended up needing to de-access and then re-access the patient. Midas completed and faulty product retained and given to cns, as this is recurring issue. The patient has an ivad (central access) for immunotherapy, and are therefore immunocompromised." No other information was provided.

Event description:
It was reported, "the tubing had a crack in the distal end where it meets the harder plastic. The crack made it so it leaked fluid when flushing. We ended up needing to de-access and then re-access the patient. Midas completed and faulty product retained and given to cns, as this is recurring issue. The patient has an ivad (central access) for immunotherapy, and are therefore immunocompromised". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of an infusion set was returned for evaluation. An initial visual observation of the photograph showed an infusion set with a small split in the extension tubing distal to the luer hub. Use residue was observed on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.